Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent a procedure. During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in the procedure.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be reportable. The initial report was forwarded in error and should be voided.